Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves, but deposits in the inlet spout was detected during the visual inspection. Permeability test: a permeability test has shown that both valves and the separate peritoneal catheter are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance but the shuntassistant 2.0 in the vertical position is operating not within the accepted tolerances. The measurement showed a slightly accelerated outflow. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves, but visible deposits in the inlet spout were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The outflow of the shuntassistant 2.0 was slightly accelerated, but all other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found minimal build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of "under-drainage", but a slightly accelerated outflow of the shuntassistant 2.0 could be detected. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav shunt system (part # (B)(4)) was implanted in (B)(6) 2021. According to the complainant, the catheter was believed to be clogged. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6) 2021. Patient informations: age y: (B)(6). Height cm: unknown. Weight kg: unknown. Gender: female.